Event description:
This is an adverse event occurring after rf ablation in a patient with a 7 cm barrett's esophagus containing high-grade dysplasia (enrolled as patient in the (B)(6) registry). After initial treatment, patient was noted to have narrowing (stricture) of the esophagus which underwent serial dilation with complete resolution. Severity was graded as mild by physician as mild and not related to any device malfunction.